Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainants experience of seal component dislodgement. Based on the description of the event and the photograph provided, it is likely that the reported event was caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: operation performed was a laparoscopy with washout for anterior perforated duodenum. Event description: x2 cff03 were inserted in a paraumbilical position (left and right) and an cor47 was inserted at the umbilicus to achieve laparoscopic access to the peritoneal cavity. Nurse stated [product name] (sharp instrument) was introduced to the cff03 to assist in the deflation of the gall bladder. Whist doing so, the [product name] was inserted at an angle and caught the internal, clear plastic dome of cff03 and was unknowingly advanced through the port into the peritoneal cavity. A clear plastic piece was observed in situ intraoperatively and removed by the attending surgeon. There is no clinical impact to the patient as a result of the event. 15.10.2025 additional information received from [applied medical representative] via email: - name of the procedure performed? - there is no ¿name¿ for this procedure. As stated on the form, ¿operation performed was a laparoscopy with washout for? Anterior perforated duodenum¿ - confirm date of event as 09-feb-2025? 10th feb 2025. - did the patient injury or illness occur associated with complaint event? Unknown. The hospital has not been approached by the patient requiring a follow up with complaints. - patient status after meeting the surgeon on (B)(6) 2025. ¿ as above. - description of event: - confirm if there is only one complaint device? ¿ one cff03 as stated. Intervention: a clear plastic piece was observed in situ intraoperatively and removed by the attending surgeon. Patient status: there is no clinical impact to the patient as a result of the event.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: operation performed was a laparoscopy with washout for anterior perforated duodenum. Event description: x2 cff03 were inserted in a paraumbilical position (left and right) and an cor47 was inserted at the umbilicus to achieve laparoscopic access to the peritoneal cavity. Nurse stated [product name] (sharp instrument) was introduced to the cff03 to assist in the deflation of the gall bladder. Whist doing so, the [product name] was inserted at an angle and caught the internal, clear plastic dome of cff03 and was unknowingly advanced through the port into the peritoneal cavity. A clear plastic piece was observed in situ intraoperatively and removed by the attending surgeon. There is no clinical impact to the patient as a result of the event. 15.10.2025 additional information received from [applied medical representative] via email: name of the procedure performed? - there is no ¿name¿ for this procedure. As stated on the form, ¿operation performed was a laparoscopy with washout for? Anterior perforated duodenum¿. Confirm date of event as 09-feb-2025? - 10th feb 2025. Did the patient injury or illness occur associated with complaint event? - unknown. The hospital has not been approached by the patient requiring a follow up with complaints. Patient status after meeting the surgeon on (B)(6) 2025. ¿ as above description of event: confirm if there is only one complaint device? ¿ one cff03 as stated. Intervention: a clear plastic piece was observed in situ intraoperatively and removed by the attending surgeon. Patient status: there is no clinical impact to the patient as a result of the event.